Event description:
The account stated that the cell-dyn 3200 analyzer has generated discrepant hgb results when compared to the doctor?s lab results. The account stated that 4-oncology patients from a doctor's office came in for a blood transfusion. Per hospital protocol, the patients were re-drawn and repeated in the hospital's lab. The hospital results were different than the doctor's office, and 2 out of 4 patients were transfused. The account provided one of the patient's results. The doctor's office hgb =7.70 g/dl and the hospital's hgb =9.54 g/dl. The hospital did not transfuse this patient based on their criteria, and did not transfuse the other patient based on the patients results (this patients results were not provided). The account stated that no other patient results were questioned or confirmed incorrect. The account stated that there was no impact to patient care or treatment due to discrepant results, and the lab protocol was followed, and patients were appropriately treated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: discrepant results generated by another device. On (B)(6) 2008, (B)(6), reported discrepant hemoglobin (hgb) results generated by a doctors office. The customer stated that they received 4 oncology patients from a doctors office for transfusion. Per the hospital protocol, the patients were redrawn (venipuncture) and repeated on the hospital instrument. The hospital results were different and based on their results, 2 out of the 4 patients were transfused. The customer provided only one of the patients results. Hgb results from the doctors office showed a hgb result of 7.7 g/dl and the hospitals cell-dyn 3200 showed a hgb value of 9.54 g/dl. In this case, the hospital did not transfuse this patient based on their criteria. The customer stated that no other patient results ran on the hospital cell-dyn 3200 instrument have been questioned or confirmed incorrect. The customer stated that h & h results were matching well and had no issues with results generated on the instrument. The customer repeated the venipuncture redraw on their backup cell-dyn 3200, which confirmed the primary cell-dyn 3200 instrument results. The customer had also confirmed that results obtained at the hospital matched clinical history on the patients. All four discrepant results came from the doctors office, which was running a cell-dyn 3000 on streck quality control. The customer stated that there was no impact to patient care or treatment due to discrepant results. Lab protocol was followed and patients were appropriately treated. The cta attempted to obtain contact information regarding the doctors office, but none was provided. No further information provided regarding the suspected cell-dyn 3000 instrument. The cta recommended that the doctors office contact abbott country service and support. No further assistance required and cell-dyn 3200 instrument is within specifications. The cell-dyn 3200 system operators manual (list number 06h60-01, revision n) under section 10, pages 10-23 through 10-27, provides troubleshooting instructions for identifying, isolating and correcting data related issues. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trends for the cell-dyn 3200, list number 04h60-01, related to issues with discrepant hgb results. This is the final report.